Event description:
Sorin group (B)(4) received a report that approximately 30ml of blood was leaking from the oxygenator vent ports. Pt status not provided at this time.

Manufacturer narrative:
Sorin group (B)(4) received a report that approximately 30ml of blood was leaking from the oxygenator vent ports. Follow-up communication revealed that there was also air noted in the circuit after going on pump. Air was delivered to the patient resulting in an ischemic stroke but the patient has since been discharged from the hospital with no neurological complications. No product was returned for evaluation but a photograph was received confirming the presence of a leak from the vent ports. Based on the nature and location of the leak, sorin group (B)(4) has concluded that it was most likely caused by damage to one or more fibers in the fiber bundle. This oxygenator is subjected to 100 percent in-process leak testing and it is filled with fluid during the coating process. Since no leak was detected during either of these process steps, it is believed that the leak presented after release due to weak fibers which were damaged by thermal and mechanical stress during sterilization, transport and use. Without the opportunity to evaluate the involved device the root cause for the leak could not be confirmed. Several attempts were made to contact the customer and request additional information which could aid the investigation into the cause for the air entering the circuit but to date no response has been received. Therefore the cause for the air entering the circuit could not be determined. A follow-up report will be filed if any additional information is received.

Manufacturer narrative:
The pt identifier was not provided. Sorin group (B)(4) manufactures the d100 hollow fiber oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that approximately 30ml of blood was leaking from the oxygenator vent ports. Pt status not provided at this time. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.